Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The associated 3i t3® tapered implant 5/4 x 11.5mm (bopt5411) was returned for investigation. Visual inspection of the as returned product identified that the implant is badly damaged from removal, and contains trephined bone tissue at the threads. The internal drive feature is confirmed to contain the reported screw, which was too badly damaged to be removed. The product experience report indicates that the patient has a history of bruxism. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿surgical manual: tapered & parallel walled implants¿ instsm rev 08/18. Information identified: torque matrix - internal connection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complainant reported that the unknown abutment screw fractured in the implant. They were unable to remove the fractured portion and the implant was subsequently removed. The reported event is confirmed based on physical inspection of the returned devices. A definitive root cause for this complaint could not be determined. The following sections have been updated: date of this report. Date received by manufacturer. Type of report, follow-up number. Follow up type. Device evaluated by manufacturer: change ¿no' to yes. Evaluation codes. Additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the unknown biomet abutment screw fractured in the patient's mouth. They were unable to remove the fractured portion and the implant was subsequently removed.